Manufacturer narrative:
(B)(4).

Event description:
It was reported that a group at a university mentioned they were concerned about tined lead breakage during its removal. It was mentioned that the force required to remove the lead was very close to the force required to break the lead. The group had lead breakage on "several" occasions. There was no patient information.